Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bumps under both te pads on back. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cream for the rash. Follow up indicated that the rash improved.